Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that multiple line blocked alarms occurred while using an infusion set during infusion. Upon removal of the infusion site, bleeding was observed at the site, and the cannula was found to be bent. There was patient involvement, and no harm was reported.